Event description:
The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The customer swapped the lead set and trunk cable and the issue remained.

Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 lead ECG. There was no reported adverse pt impact. The customer swapped the lead set and trunk cable and the issue remained. The customer did not send in the trunk cable or lead set for eval. The philips repair bench evaluated the device and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to the customer. Philips is unable to confirm the reported problem. Because the problem could not be recreated the cause could not be determined. As of (B)(6) 2012 the customer has not reported any further trouble with this device.